Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to check the equipment. Damaged cover was the cause of the issue. The cover was replaced and a system checkout was performed . System passed all tests and is working normally. The suspect cover has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the gantry of the imaging system moves approximately 30 cm in x-direction and stops. There was no patient present at the time of the issue.